Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level (40-60 mg/d). Paramedics treated the customer with fast acting carbohydrates. The suspected cause of the low bg was due to the customer being a brittle diabetic and frequently delivering a bolus before a meal was consumed. The customer's bg elevated. Water was consumed and an insulin injection was administered to address the high bg. The next day, the bg level remained elevated (500-600s mg/dl) and the customer went to the emergency room for the high bg and diabetic ketoacidosis (dka). The level of ketones were considered as being dangerous. The customer was treated in the ER with a blood test and the heartbeat was "reset" as it was irregular. The bg level was 300 mg/dl after being in the ER for 4 hours and the customer was admitted to the hospital. The customer was discharged the next day. The customer declined to provide further information regarding the hospitalization.